Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted and replaced due to decreased pacing impedance, and variances in r- waves and thresholds. Prior to extraction, externalized conductors were observed via diagnostic imaging.